Event description:
During neurosurgery operating table malfunctioned. It spontaneously activated putting the pt. In treadelenburg position w/headrest coming to floor. Using the hand activated control module the table was returned to a level position. Amsco immediately notifed & replacement table sent. Reps checked all similar tables w/in the dept. To assure their safe operation. Reportedly a malfunction of the main control board. Mfgr. Asked to clarify instructions for "operation in manual mode" in table operating manual. Instructions for manual override of electronic functions will be posted at control panel of each table.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.